Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance reading showed high impedances. X-ray indicated that the lead migrated from middle to the right side of the epidural space. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the paddle lead showed no compression mark on the outer tubing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for reported event.